Event description:
Complainant suffered gum injury due to faulty pressure valve. The complainant went to their dentist to have gums checked in 2001. Complaint symptoms: bleeding from gums. Complainant provided add'l info about the incident and the model code of the device. According to the rptr their family used the water pik for almost a year without any problem, until one morning while brushing their teeth the device pressure switch changed from the low setting to the high setting by itself, causing scraping and bleeding of their gums. Rptr went to the dentist to have their gums checked and was told there wasn't much they could do and to let the healing process come naturally. The dentist's office contacted teledyne and reported the incident. The rptr received a letter of apology from teledyne.